Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 399930, lot# v182611, implanted: (B)(6) 2009, product type: lead.

Event description:
The healthcare provider (hcp) reported the physician just checked the consumer's device and impedance testing showed contact eight was greater than 10,000 ohms. It was unknown if the consumer had a fall. Relevant medical history includes chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.